Manufacturer narrative:
The device was not received by depuy synthes. When the device is returned or if additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device heated up during testing. The device was not being used during surgery. No injuries occurred. There was no additional information provided.